Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced feeling weak and dizzy and the cgm reading was 72 mg/dl, but no fingerstick was taken at that moment. The patient was brought to the hospital by his son, and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was 650 mg/dl. The patient forgot the specific medication that was given; however, it was understood that medication was given. The patient was discharged after 1 day in the hospital. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient had symptoms, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.